Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted.

Event description:
From source doc - rough (B)(6) translation: "the prosthesis did not come free from its support during installation. Prosthesis placed during bile duct catheterization by digestive endoscopy. The release device during the exam did not work. And after testing without constraints, it didn't work either. We had to use another prosthesis." As per official en translation "the stent did not release from its mount during the implant. Stent implanted during catheterization of the biliary ducts via gastrointestinal endoscopy. The delivery device did not work during the examination. It also failed to work following an unhindered test." As per cc form: "the proshesis did not came out from its support during installation. The relase device during the exam did not work, and after the testing without constrains it did not work either. They take another stent". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. General questions: was the directional button fully engaged? I don¿t know. Did the red indicator move when the trigger was pressed? No. Did the red indicator continue to move after the delivery stopped? No. Were any cracking/popping sounds heard from the handle? No. Was the stent partially exposed? No. Were any additional procedures needed? No they take another stent to finish the procedure. Lab evaluation date: (B)(6) 2022 visual inspection: kinked flexor (clear section) functional inspection: handle actuating fine but unable to deploy the stent. Lock wire removed without issues.

Manufacturer narrative:
Device evaluation: 1 unit of evo-fc-10-11-6-b lot# c1808308 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 06 jan 2022. On evaluation of the device the handle was actuating fine but unable to deploy the stent. Lock wire removed without issues. The flexor was observed to be kinked at the clear section. Documents review including IFU review: prior to distribution evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-6-b of lot number c1808308 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1808308. It should be noted that the instructions for use (ifu0062-5) states the following: "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is not sufficient evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the torturous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure resulting in the distal flexor kink which would then have constrained/prevented the stent release. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.